Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during proximal pancreaticoduodenectomy, after loading the reload, the surgeon used the device to the tissue and tried to fire, but the handle could not be squeezed. Replaced by another handle, and the surgeon fired again, then the firing could be performed. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during proximal pancreaticoduodenectomy, after loading the reload, the surgeon able to press the green button and approached the device to the tissue and tried to fire, but the handle could not be squeezed. Replaced by another handle, and the surgeon fired again, then the firing could be performed. There was no patient injury.